Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Two anchors were received for this complaint with no lot identification. Visual observation for the two devices confirms the distal tips of the anchors are broken, but both ends are held in place by sutures. Both anchors had stains and tissue debris; indicating that the failure occurred during insertion. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No information was provided regarding the bone quality of the patient. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a definite root cause for this failure. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that two 4.5 healix peek anch.w/ocord devices were broken. It was reported that the broken pieces did not fall into the patient. There was no delay in the surgical procedure as identical spare devices were available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). No nonconformances were identified for this part-lot number combination.